Event description:
A home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the home choice (hc) during prime. The hp confirmed he/she was not connected. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated that she changed the cassette earlier but not the bags. The tsr explained to the hp that she would need to restart with all new supplies. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).